Event description:
According to the reporter: the endostich was not holding the needle on suture. Two reload needles fell into pt but were retrieved immediately with no issue. No pt injury. There was a ten minute time case extension. No post-op complications.

Manufacturer narrative:
(B)(4).